Event description:
A 26 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm 1999. The patient has a history of coronary artery disease, carotid artery stenosis, and severe osteoarthritis. During the patient's first two years of follow-up, it was reported that there were no endoleaks or migration. In 2001, computerized tomography scans and an abdomial x-ray indicated that the proximal portion of the stent graft had migrated caudally, resting at the proximal aortic neck of the aneurysm sac on a large amount of thrombus. No endoleak was reported. The diameter of the aortic neck was reported to be 30 mm with a 45-degree angle. The migration of the stent graft was reported to be due to an increase in aortic neck diameter.